Event description:
The user received erroneous ise results over several days. Of the data provided, the results for 10 patient serum samples were discrepant. All results are in mmol/l. Sample 1 initial sodium result was 122, repeat results were 135 and 137. On (B)(6)2010, sample 2 initial sodium result was 127, repeat result was 141 twice. On (B)(6)2010, sample 3 from a male (B)(6), initial sodium result was 125, repeat results were 117 and 125. Sample 4 from a female (B)(6), initial sodium result was 121, repeat results were 138 and 137. Sample 5 initial sodium result was 125, repeat result was 139 twice. Sample 6 initial sodium result was 121, repeat results were 141 and 140. Sample 7 initial sodium result was 129, repeat result was 142 twice. Sample 8 initial sodium result was 126, repeat result was 139 twice. Sample 9 initial sodium result was 129, repeat results were 137 and 143. Sample 10 initial sodium result was 121, repeat result was 141 twice, the initial potassium result was 4.2, repeat results were 4.8 and 4.9. None of the erroneous results were reported. The lot numbers of the sodium and potassium electrodes were not provided. The field service representative determined the ise tubing was misplaced over a pinch valve. He checked the ise tubing was properly routed and push it into the pinch valves. To verify the analyzer operation, he ran diagnostic checks, calibration, controls and a precision test with okay results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.